Event description:
It was reported that a patient underwent a hip revision approximately five months¿ post implantation due to aseptic loosening, poor bone quality, and suspected prosthetic joint infection, not clinically confirmed. During the revision noted vasculitis, scar tissue and subsidence of femoral component. The stem, liner, and head were exchanged without complications. The acetabular component remained implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as its location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected component code: mechanical (g04) ¿ stem visual inspection found little significant damage to the returned stem. Watermarks are present on the non-coated, distal end of the stem. Light scuffing was observed around the neck and collar. A small chip or light spot is present in the porous coating. No damage was observed along the spine of the stem. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.